Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and dka. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized for ¿suspected" diabetic ketoacidosis (dka). Patient¿s blood glucose (bg) levels had escalated to approximately 26 mmol/l (468 mg/dl) before his daughter was able to convince him to go to the hospital. Additionally, the patient¿s ketone levels were reported to be very high. Before going to the hospital, the patient received correction boluses and a manual injection of insulin. The cannula did not appear unusual when the pod was removed from the site (arm), though it was noted there was a ¿bit of a bump¿ at the site. Patient wore the pod for approximately 36 to 48 hours. At the hospital, the patient was reportedly showing signs of dka. He received 3 bags of intravenous (IV) fluid as treatment and had blood work done. The patient also had electrocardiogram and x-ray testing done. The patient was hospitalized for 7 hours before being released. No additional information was provided.